Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance warning. The ra lead remains in use and no intervention is required as the low lead warning is known by the physician. No patient complications have been reported as a result of this event.